Event description:
It was reported that the patient was playing softball and it got "a little rough and the patient fell." Diagnostics were done on his vns device and it gave high impedance with ok output status on two of the tests, however, the other two test were within normal limits. The patient is still perceiving stimulation. X-rays were taken and sent to the manufacturer for review. Upon review, it was found that the lead did not appear to be fully inserted into the generator connector block. No lead fracture was found, though the entire lead could not be visualized. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer; lead pin not fully inserted past the connector block of the generator.